Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's nurse practitioner reported that the patient had an irritation under her breast that was open and oozing. The patient's np advised the patient to use nystatin cream and provided an antibiotic. Follow-up indicated that the condition of the irritation had not gotten worse.